Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was still in the hospital and the peritonitis had not yet resolved. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A sample was not available for analysis. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).